Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the straight broach handle broke. A second straight broach handle was used and the case was completed successfully. There was no harm to the patient.

Manufacturer narrative:
Reported event: an event regarding weld fracture involving an restoris broach handle was reported. The event was confirmed. -device evaluation and results: evaluation performed by the supplier confirmed the event. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: no discrepancies were reported. -complaint history review: there have been no other similar events for the referenced lot. Conclusions: the returned device was shipped to the supplier, (B)(4), for evaluation. The event was confirmed however the root cause could not be determined. See the attached report from the supplier for details. No further investigation is required. Product surveillance and the supplier (B)(4) will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the straight broach handle broke. A second straight broach handle was used and the case was completed successfully. There was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event is being completed at mako surgical. A supplemental report will be filed when additional information is obtained.